Manufacturer narrative:
(B)(4). Concomitant products: 00877503602 ¿ biolox delta head ¿ 3062535; 30103605 ¿ g7 vit e liner ¿ 64986263; 574202020 ¿ avenir complete stem - 3035936. Customer has indicated that the product will not be returning to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a right total hip arthroplasty, the patient experienced a nondisplaced acetabular fracture. The patient will undergo observation and use of pain medication at this time. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a right total hip arthroplasty, the patient experienced a nondisplaced acetabular fracture. Subsequently that patient had to be revised 1-month post implantation due to mechanical loosening. During the revision the head, liner and cup were revised without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records and radiographs that were reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.